Event description:
The customer reported that the device would not charge. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device would not charge. There was no report of pt involvement. The device was evaluated at philips. The reported symptom was duplicated. Replacement of the power pca resolved the reported symptom. The device passed all testing and was returned to the customer.